Event description:
Boston scientific received information that this patient was seen at the intensive care unit after suffering cardiac arrest a couple days earlier while not at the hospital. The patient heart rate recorded 40 to 50 beats per minute. The patient was given medication to increase heart rate. A review of the device showed intermittent loss of capture and an increase in pacing thresholds. The device was reprogrammed and appropriate device function was achieved after reprogramming. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was seen at the intensive care unit after suffering cardiac arrest a couple days earlier while not at the hospital. The patient heart rate recorded 40 to 50 beats per minute. The patient was given medication to increase heart rate. A review of the device showed intermittent loss of capture and an increase in pacing thresholds. The device was reprogrammed and appropriate device function was achieved after reprogramming. No further adverse patient effects were reported. Additional information noted that the device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.